Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that both display wires were pinched and the insulation was compromised. It was also found that one case screw was contaminated and all six decorative plugs were missing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) atrial connector would not hold the cable. The epg was returned for repair and calibration. No patient complications have been reported as a result of this event.